Manufacturer narrative:
.

Event description:
It was reported that the tablet device displayed an "unable to open port" error message when attempting to interrogate the patient's device. Troubleshooting was performed on the suspect usb serial cable but the issues continued. A replacement serial cable was provided and the issues resolved. The user facility discarded the serial cable; therefore, no analysis can be performed.